Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The barrel clamp head was broken off. The plunger head was full of contamination. A force sensor test error was found in the history. Device inspection was performed, and the issue was confirmed. The plunger head was full of contamination, which is the cause of the issue. The malfunction is customer induced. The operator replaced all parts of the plunger head.

Event description:
Information was received indicating that medfusion 3500 pump had a broken syringe plunger. There were no adverse events reported.